Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings and compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at 2:15 pm he tested his blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of ¿55 mg/dl¿ compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient claimed that an unknown time prior to the start of the alleged issue he developed symptoms of ¿did not feel good and very tired¿. The patient informed the csr that he manages his diabetes with self-adjusted doses of insulin and denied taking any action regarding his usual diabetes management regimen in response to the elevated result. The patient claimed that at 2:35 pm he attended the doctor¿s office where his blood glucose was measured at ¿28 mg/dl¿ on the doctor¿s device on arrival. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient claimed he was treated with glucose tablets and orange juice at 2:35 pm. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for an acute low blood glucose excursion after the alleged inaccuracy issue began.

Manufacturer narrative:
The alert date of follow-up #1 should have stated (B)(6) 2017. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.